Manufacturer narrative:
It was reported to davol that a patient underwent treatment for a bowel obstruction in (B)(6) 2010. During that procedure, a ventralex mesh was implanted. One year post implant, the patient was hospitalized for abdominal pain and vomiting. When, after 48 hours, the condition did not improve, the surgeon performed a laparotomy. Adhesions to the ventralex mesh were noted. There was a section of adhesions that appeared to be responsible for the occlusion. Currently, it is unknown whether the mesh may have contributed to the alleged event. No sample has been returned for evaluation, no medical records have been provided, and no specific device failure has been alleged. Furthermore, adhesions are listed in the product's instructions for use as a possible adverse reaction. With the information available, no conclusion can be drawn at this time.

Event description:
On (B)(6) 2010 - patient treated for a bowel obstruction, a procedure that also included placement of a bard ventralex mesh implanted. On (B)(6) 2011 - patient hospitalized with abdominal pain and vomiting for 48 hours. Laparotomy performed. Adhesions to mesh found. One section of adhesions appeared to be responsible for an occlusion. Mesh explanted.